Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking as the "screen comes on at odd times". Additionally, it was reported that the pump "just keeps beeping". There was no reported adverse impact to the customers blood glucose level. Multiple attempts were made by tandem technical support, however no response was received. No additional information was provided.